Event description:
During operative procedure when it was time to hook up the disposable dolphin transducer and tubing, the dolphin readout was, "transducer failure." The transducer was disconnected and reconnected several times, and the readout continued to state "transducer failure." At this time, another transducer/tubing was opened and plugged into the dolphin, initailly the readout was "transducer failure." The transducer was reinserted again and this time the dolphin worked in a normal fashion. The last transducer that failed was tagged and labelled for evaluation as well as the dolphin machine. Biomed inspected unit found that the transducer connector was very worn. Ordered new transducer connector. Installed, and verified upper and lower sale calibrations. Verified proper operation and returned to service.